Event description:
Complainant alleged that during a routine shift check by a clinician, the device is giving "pacer fault 116" and "pacer fault 117" error messages. Complainant alleged that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.